Event description:
Pt reported that she has experienced elevated blood glucose of above 300 mg/dl due to insulin leakage from the infusion set connector. There is often blood in the infusion tubing, and pt can smell insulin. The infusion sets were requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.